Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) catheter, blood was noticed inside the balloon. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter with the one-way valve attached. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and three leaks were detected on the membrane approximately 20.1cm and (2)- 21.6cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) catheter, blood was noticed inside the balloon. The balloon was replaced. There was no reported injury to the patient.